Event description:
The customer reported that the system collimator was stuck closed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator iris drive gear was repaired during the service call. The system was tested and found to be working as intended and put back into service.